Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
A customer reported that his adc freestyle libre 2 sensor fell off after days 4 of wear. The customer further reported experiencing unspecified symptoms of hypoglycemia and was unable to self-treat. The customer was treated with grape sugar and juice by a third-party and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre 2 sensor fell off after days 4 of wear. The customer further reported experiencing unspecified symptoms of hypoglycemia and was unable to self-treat. The customer was treated with grape sugar and juice by a third-party and no further treatment was reported. There was no report of death or permanent impairment associated with this event.